Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported undetected downstream occlusion, which was reproduced. The device was tested and failed to detect downstream occlusions at medium and high pressure settings due to an off center load plate shim. The force sensor depth was also found out of specification. Both calibration issues are considered to be causal to the undetected downstream occlusions. The downstream sensor was re-shimmed and recalibrated.

Event description:
It was reported that a spectrum pump failed to display the downstream occlusion message while infusing vasopressin during therapy in the surgical intensive care unit (programmed amount and delivery rate unk). It was also reported there was no pt injury.